Manufacturer narrative:
H.3 revised as previously entered incorrectly.

Manufacturer narrative:
The impella device was received from the customer and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that while preparing the impella rp, no purge would exit the pump. The purge was coming out of the purge line prior to connecting to the purge cassette. The impella was exchanged.

Manufacturer narrative:
The investigation into the purge cassette failure has been completed since the original report was filed. The pump was returned, tested, and evaluated. There was no issue found during the case. The device functioned/operated to specification.